Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was recently received that this right ventricular lead was surgically abandoned and replaced due to the ongoing shock impedance issue. No adverse patient effects were reported.

Event description:
Additional information was recently received that during the procedure to revise this lead, placement difficulty was experienced with the new lead due to difficulty anatomy, therefore the replacement procedure was not completed as planned. This chronic lead was tested with satisfactory defibrillation threshold levels, therefore the physician chose not to revise the lead. This lead remains implanted and in service with no additional adverse patient effects reported.

Event description:
Additional information was received that this lead was surgically abandoned during an elective procedure for normal battery depletion due to the ongoing impedance issue. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient once again heard tones from their device one year after the original event. It was noted that the patient had continued intermittent high shock impedance measurements on this right ventricular lead upon interrogation. No remedial action has yet been taken and no adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information from a boston scientific field representative that this right ventricular (rv) lead was associated with high out-of-range shock impedance measurements. The representative reported the daily measurements varied between normal, high in-range and high out-of-range readings. A boston scientific technical services consultant (ts) discussed testing for lead integrity, and the possibility of a change in the patient's medical condition or a device-lead connection anomaly. No adverse patient effects were reported.